Manufacturer narrative:
Based on the available information this event is deemed a serious injury. On (B)(6) 2014 the end user saw a general practitioner who prescribed a topical mupirocin cream. The end user stated she has been cutting the wafer whole larger to accommodate the discolored skin. The end user also stated she is using glue remover, water, protective barrier wipe, and the mupirocin cream. Instructed on use of stomahesive powder blotted with barrier wipe and to cut the water hole to the stoma size and shape. The end user was advised to follow-up with her health care provider to which she verbally agreed. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected and the product lot number was unable to be obtained. Reported to the FDA on (B)(4) 2014.

Event description:
An end user reported the skin one forth to one half inch beyond her stoma is black at the 5 o'clock position.